Event description:
It was reported that about a month ago the pt began experiencing increased pain. A CT scan was performed and the catheter was found to be fractured. The spinal portion of the catheter was in the intrathecal space, but no longer connected to the proximal portion of the catheter. During surgery, the spinal section of the catheter was replaced. Good csf flow was noted. After connecting to the proximal portion of the catheter, the physician attempted to aspirate from the cap and was unable. The proximal portion of the catheter was replaced. The physician again attempted to aspirate from the cap and was unable. The pump was then disconnected from the catheter and the physician tried to inject through the cap. He was unable to inject through the cap. The pump was then replaced. The pump was used to deliver dilaudid and clonidine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.